Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced pain, suffering, emotional distress, diminished quality of life, device defective, mental pain, chronic mesh infection, adhesions, chronic inflammatory response, bowel problems, disability, permanent impairment, & loss of enjoyment of life. Post-operative patient treatment included medical treatment, additional surgery, mesh removal, & mesh revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced infection, chronic draining wound, draining foul-smelling liquid, pain, suffering, emotional distress, diminished quality of life, device defective, mental pain, chronic mesh infection, adhesions, chronic inflammatory response, bowel problems, disability, permanent impairment, loss of enjoyment of life. Post-operative patient treatment included medical treatment, partial removal of mesh, wound vac placement, additional surgery, mesh removal, mesh revision.

Manufacturer narrative:
Additional info: a1, a4, a5a, a5b, b2 (added hospitalization), b5, b6, b7, d10 (unknown protack device), h6 (patient codes, imf codes, device codes, ime e2402: "gas collection"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced thickened mesh, subcutaneous edema, midline subcutaneous gas collection, fistula, fibrosis, foreign body giant cell reaction, fat necrosis, inflammation, fragments of mesh measuring 4x4x0.2cm, erythema, scar tissue, discomfort, fibrinous exudate, poking sensation like that of a stitch near wound, chronic open draining wound, draining foul-smelling liquid, pain, suffering, emotional distress, diminished quality of life, device defective, mental pain, chronic mesh infection, adhesions, chronic inflammatory response, bowel problems, disability, permanent impairment, loss of enjoyment of life. Post-operative patient treatment included procedure where mesh had been cut through, CT scan, wet-to-dry wound packing with nugauze, dressing changes with hypafix, debridement of wound and wound packed with santyl wet to dry kerlix, antibiotic medication, lysis of adhesions, hospitalization, pain medication, medical treatment, partial removal of mesh, wound vac placement, additional surgery, mesh removal, hernia repair with new mesh, mesh revision.

Manufacturer narrative:
Correction: h6 (removed imf code, removed device code). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced thickened mesh, subcutaneous edema, midline subcutaneous gas collection, fistula, fibrosis, foreign body giant cell reaction, fat necrosis, inflammation, erythema, scar tissue, discomfort, fibrinous exudate, poking sensation like that of a stitch near wound, chronic open draining wound, draining foul-smelling liquid, pain, suffering, emotional distress, diminished quality of life, device defective, mental pain, chronic mesh infection, adhesions, chronic inflammatory response, bowel problems, disability, permanent impairment, loss of enjoyment of life. Post-operative patient treatment included CT scan, wet-to-dry wound packing with nugauze, dressing changes with hypafix, debridement of wound and wound packed with santyl wet to dry kerlix, antibiotic medication, lysis of adhesions, hospitalization, pain medication, medical treatment, partial removal of mesh, wound vac placement, additional surgery, mesh removal, hernia repair with new mesh, mesh revision.